Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2018 at 3 pm when she obtained a result of ¿377 mg/dl¿ with the subject meter. The patient reported that she manages her diabetes with a set dose of novolog and levemir and denied making any changes to her usual routine in response to the alleged high result but did report going for a nap. The patient claimed that 3 hours later her sister had tried to wake her up but was unable to as she was ¿unresponsive, like she had passed out¿. She reported that her sister had then tested her blood glucose and a value of ¿45 mg/dl¿ was obtained. It was reported that her sister tried to treat her with juice but was unable to because the patient ¿could not swallow¿ due to being unresponsive. The patient reported that at around 6:15 pm on the same day her sister gave her a ¿glucose tube¿ and re-tested her blood sugar and got an alleged inaccurate high result of ¿145 mg/dl¿. The patient claimed that within 10 minutes the paramedics arrived and tested the patient with their meter and obtained a result of ¿20 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported being treated by the paramedics with IV glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr noted however, that the patient was following an incorrect testing procedure; the patient did not wash her hands before performing a blood glucose test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged high results with the subject meter.